Event description:
Same case as MFR report #: 2134265-2009-01315. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous right coronary artery. The physician felt strong resistance while advancing the 4.0x12mm liberte' bare metal stent and upon removal noticed that a stent strut was lifted. The procedure was completed with a different device. No pt injuries or complications occurred. The pt status is satisfactory.